Event description:
The customer reported that the left monitor on the sys was black. No pt injury was reported.

Manufacturer narrative:
A ge svc rep conducted an onsite investigation. The rep recommended that the closed circuit digital camera be replaced. No further svc info was provided.